Event description:
It was reported that a patient presented with oversensing noise on the atrial lead resulting in inappropriate mode switch episodes. It was also noted that there was extra cardiac stimulation due to the atrial lead. On (B)(6) 2023, the physician elected to cap and replace the atrial lead. The patient was recovering following the procedure.